Manufacturer narrative:
Product not returned to the manufacturer as it was discarded by the hospital . No examination can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Conclusion is not yet available. Investigation still in progress.

Event description:
Mobi-c p and f us : disassembly. From description received, mobi-c device was implanted. Then to remove the inserter, "surgeon tried turning knob to the right as described in surgical technique, he has turned knob to the left because he couldn't turn to the right". The instrument disconnected from implant and the implant had te be removed and replaced by a new one. Surgery was completed successfully with a new implant. No impact on patient. No surgery delay. Additional information was received on the surgical steps involved. According to reporter, "there was no failure of the device or handle". The silver knob was just hard to turn and for the second implant, surgeon used the unlocking key, as described in surgical technique, to remove the inserter. Additional information was requested on surgical steps. Investigation is in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Requests for additional information did not receive a response. One possible cause of the event is that release key was not used for the first implant. However, the description received did not allow to understand perfectly if the surgical steps were followed or not. This hypothesis could not be validated. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause remain undetermined with user error hypothesis. If additional information was received another report will be sent.

Event description:
Mobi-c p&f us : disassembly. From description received, mobi-c device was implanted. Then to remove the inserter, surgeon tried turning knob to the right as described in surgical technique, he has turned knob to the left because he couldn't turn to the right. The instrument disconnected from implant and the implant had te be removed and replaced by a new one. Surgery was completed successfully with a new implant of the same size. No impact on patient. No surgery delay. Additional information was received on the surgical steps involved. According to reporter, there was no failure of the device or handle. The silver knob was just hard to turn and for the second implant, surgeon used the unlocking key, as described in surgical technique, to remove the inserter. Additional information was requested on surgical steps. No answer received from the reporter .